Manufacturer narrative:
Visual and radiographic inspection confirmed that the abutment screw was fractured. The returned product was the implant (concomitant). Evidence of the fractured screw was observed inside the implant. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that abutment screw fractured. Tightening force too high. Implant was removed.